Manufacturer narrative:
Follow-up # 1 ¿ (6/24/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/13/2013 and 6/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the font size on her onetouch ping meter¿ display was too small and she was unable to see the bolus total. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on an unknown date/time. The patient claimed she was unable to see how much bolus insulin to administer through her insulin pump because the subject meter¿s font size on the display is too small. The patient claimed that in response to the alleged issue, she didn¿t take enough bolus insulin. The patient claimed that a few hours later she developed symptoms of feeling ¿sluggish and dry mouth¿ despite her symptoms she denied receiving any form of medical intervention. The patient stated she did have a back up meter available. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Replacement products were sent to the patient and subject products are pending return for investigation. There is no indication that the product caused or contributed to an adverse event. The patient¿s symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention, additionally the patient had a back up meter available. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.